Manufacturer narrative:
(B)(4) final analysis found the lead exhibited normal characteristics. (B)(4)

Event description:
It was reported that the patient underwent an emergency implant procedure whom had severe bradycardia whom was receiving isuprel therapy. During the implant procedure, the isoflex lead was positioned multiple times and no capture could be obtained and high impedance measurements were noted. The lead was never positioned in the coronary sinus. The tendril lead was then used to attempt to get better septal position but loss of capture was again noted and the cardiac frequency deteriorated despite the isuprel and the patients heart beat dropped to 10-15 beats per minute and a drop in blood pressure was noted. The patient then went into cardiac arrest; a cardiac massage was then performed but the patient deceased. After discussion and considering the patient's history, the medical and surgical team decided not to resuscitate the patient. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.